Manufacturer narrative:
The customer strips were returned for evaluation. Although it could not be determined if the bottle cap was already open when the customer got them, the strips gave satisfactory performance when tested.

Event description:
The customer opened his new contour next kit and found the cap open on the sample bottle of test strips. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.